Manufacturer narrative:
(B)(4). The actual device was not received for evaluation, however, a photograph of the device was available. A visual inspection of the attached photograph identified the presence of a dark brown particle between the spike shaft and the tip protector. The reported condition was able to be verified. The cause of the contaminant could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo set had a contaminant on its spike. This was noticed during set up and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A photograph of the device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.